Event description:
Reportedly, when an attempt was made to administer device pacing therapy to the pt, the device prompted connect electrodes continuously and pacing could not be initiated as a result. The pt was not resuscitated.